Manufacturer narrative:
There was no report of specific patient impact, and thus no patient information is available. There is no expiration date for this product. Device manufacture date was unknown at the time of reporting. The product has not been returned to the manufacturer at the time of this report. Evaluation summary: this malfunction was reported by the company representative. The weighted light handle had noticeable paint corrosion on the shaft of the handle on the visum led. Even though the flaking occurs under the sterilizable handle, the flakes could become dislodged during removal of the handle at any time while the sterile field is exposed. This particular product was shipped back to stryker (B)(4) but has not yet been returned to stryker (B)(4) in (B)(4) for further analysis. Paint chipping/flaking or adhesion issues can lead to the paint falling into the sterile field. If this occurred during a case and there is an open wound, the paint could potentially fall into the wound site and pose a serious health risk. There was no patient involvement or adverse consequences reported in this instance. This is not a single use device.

Event description:
(B)(4). It was reported that paint has corroded from the light handle, and the paint is buckling indicating likelihood of further corrosion.